Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 617 mg/dl. The cause of the elevated bg was unknown. Despite delivering boluses via the pump, bg level did not lower and manual injections were delivered. The customer was hospitalized and lantus was administered. Customer was released from hospitalization the following day.